Event description:
A registered nurse (rn) contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use during drain 4. The rn stated that the patient brought their procard to the clinic and during drain 4 the patient drained 5737 ml. The patient's fill volume equaled 3000 ml. The rn stated that each drain started at a value of over 2500 ml, not from 0 ml. The patient felt full and had difficulty breathing. After completing therapy the patient felt okay. The rn stated the only alarm on the procard was a low drain volume alarm which occurred during drain 1 of 4. There were no drain not finished alarms showing. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The patient's registered nurse (rn) returned product surveillance's call on (B)(4) 2012. The rn stated that on (B)(6) 2012, the patient experienced the overfill event. The rn stated that the patient's ultrafiltration (uf) was negative throughout therapy, and then when he got to the last drain he drained out approximately 5700 ml at one time. The rn stated when this occurred the patient was feeling discomfort. The rn stated the next night the same thing happened. The rn stated the patient drained approximately 5000 ml. The rn stated that she proceeded to talk to her clinical educator who suggested raising the minimum drain percentage from 85% to 95%. The rn stated she raised the volume and when she talked to the patient last night he said the he did not experience any symptoms or abnormally large drain volumes. The rn confirmed the patient's largest prescribed fill volume is 3000 ml. The rn stated she would be seeing her clinical educator this week to further discuss the patient's therapy parameters. There was not patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.